Event description:
Original case was done on this male patient on (B)(6) 2000. After 18.5 years of service the neck segment of the modular stem broke. Surgeon removed and explanted the entire stem. Surgeon then implanted a competitor's revision stem and exchanged our poly. Patient was stable upon leaving operating room. Devices will not be returning as the hospital threw them out.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported in was likely the result of fracture of the neck segment after 18.5 years of implantation. This failure likely occurred by fatigue crack propagation. However, this cannot be confirmed as the explants were not available for evaluation. (D11)concomitant devices: (cn: 150-07-16, sn: (B)(6) ) acumatch m-series distal stem segment. (Cn: 150-23-02, sn: (B)(6) ) acumatch m-series metaphyseal segment. (Cn: 100-28-95, sn: (B)(6) ) cocr femoral head. (Cn: 132-28-07, sn: (B)(6) ) acumatch liner 15 degree, size g 28mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 150-07-16, sn: (B)(4)) acumatch m-series distal stem segment. (Cn: 150-23-02, sn: (B)(4)) acumatch m-series metaphyseal segment. (Cn: 100-28-95, sn: (B)(4)) cocr femoral head. (Cn: 132-28-07, sn: (B)(4)) acumatch liner 15 degree, size g 28mm.

Event description:
Original case was done on this male patient on (B)(6) 2000 by dr. (B)(6). After 18.5 years of service the neck segment of the modular stem broke. Surgeon removed and explanted the entire stem. He then implanted a depuy revision stem and exchanged our poly. Patient was stable upon leaving operating room. Devices will not be returning as the hospital threw them out.